Event description:
It was reported that the pt experienced an overstimulation sensation. The pt reported a shocking or jolting sensation following implant. There was no known accident or incident related to this complaint. Patient's status was unavailable at the time of this report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).